Event description:
During a laparoscopic bariatric case, the ethicon long 45a stapler locked out when firing and the handle broke. The surgeon needed to re-staple the area with a new stapler. There were no complications and the patient was discharged to the recovery room in stable condition.